Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 4/15/2020 h.6. Investigation: one sample and two photos were returned to our quality engineer for investigation. The product was visually inspected, observing two brown stains on the syringe barrel. Using magnification, the stains were identified to be burnt polypropylene which were embedded within the barrel wall. A device history review was performed for reported lot 1908203, no deviations or non-conformances related to the reported issues were identified during the manufacturing process that could have contributed to this incident. While we could not identify a direct issue, polypropylene particles generate during the molding process and can become embedded in the barrel molding. The injection machine used during this process is ran before use to remove any excess particles and machines routinely undergo proper maintenance and cleaning. This is considered to be a cosmetic defect.

Event description:
It was reported that bd plastipak¿ luer-lok¿ 30 ml syringe had foreign matter inside the syringe. This was discovered before use. The following information was provided by the initial reporter: brown mark on the inside of the syringe. Ot reported a 30ml bd luer lok syringe with a brown mark on the inside. Syringe was not used.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ luer-lok¿ 30 ml syringe had foreign matter inside the syringe. This was discovered before use. The following information was provided by the initial reporter: brown mark on the inside of the syringe. Ot reported a 30 ml bd luer lok syringe with a brown mark on the inside. Syringe was not used.